Event description:
It was reported that prior to the implant of a transcatheter aortic valve (TAV), during the loading phase, a bent strut was visually observed after "marrying" the tip guide tube and the outflow cone, constituting a misload. Subsequently, the valve was removed and the same delivery catheter system (DCS) and compression loading system (CLS) were used to load a new valve. Following the successful loading of the second valve, a Confida guidewire was inserted into the patient, and complete heart block (CHB) was observed. Temporary pacing was then initiated for the rest of the procedure. A pre-implant balloon aortic valvuloplasty (BAV) was performed with a non-Medtronic (Beckton Dickson True) 22 millimeter (mm) balloon, and the DCS was inserted into the patient via the right carotid artery. Following successful deployment of the valve, the temporary pacing was turn off, however the CHB remained. Subsequently, a permanent pacemaker was implanted. A procedural delay of 3 hours occurred as a result. Additional information was received to report the valve load was performed by an experienced valve loader. The misload was identified via visual inspection and was "seen early enough that we did not fluoro it". Additional information was received to confirm the CHB did not resolve during the implant procedure. Per the sales representative, the TAV implant team was unable to run off of the temporary pacer.

Manufacturer narrative:
D10. Continuation - Concomitant medical devices in use during the event include: Medtronic Brand Name: EVOLUT FX PLUS VALVE; Product ID: EVFXPLUS-29; Serial # (b)(6); Implant Date: (b)(6) 2026 Medtronic Brand Name: EVOLUT FX DCS; Product ID: D-EVOLUTFX-2329, Lot #: 0013393794, Not implantable Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.